Manufacturer narrative:
Review of image received: x-ray films have been reviewed. There seems to be strut fractures noted to the trapease filter. Please note that the event date (B)(6) 2006 was provided incorrectly in order to meet electronic medwatch acceptance requirements. It is only know that the event occurred in 2006; the month and day is currently unknown. The catalog code (466p306x) represents an unknown trapease filter. The actual lot and catalog number is unknown at this time. Please note that implant date is unknown. The device remains implanted in the patient, therefore it was not returned for analysis. A device history record (DHR) review could not be conducted as a lot number was not provided. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the patient had film for back pain, and it was discovered that the implanted trapease has fractured struts. There are 8 fractures, five involving the cephalic end and three caudal. The trapease fracture was reported as unrelated to the filter. She had a recent CT that showed no evidence of perforation. No issues relative to the filter and no treatment given. The physician reported that he is doubtful that the filter will migrate and should still provide protection despite the strut fractures. As the physician did not put in the filter, any information on the filter implantation is unknown. It has been seen on CT scans back to 2006 and on the ls spine on (B)(6) 2008.

Manufacturer narrative:
Complaint conclusion: as reported, the patient had film for back pain, and it was discovered that the implanted trapease had eight fractured struts; five fractures involving the cephalic end and three caudal. The physician reported that there were ¿no issues relative to the filter and no treatment given.¿ the back pain was unrelated to the filter. The patient had a recent CT that showed no evidence of perforation. The physician reported that he was ¿doubtful that the filter will migrate and should still provide protection despite the strut fractures¿. As the physician did not put in the filter, any information on the filter implantation is unknown. It has been seen on CT scans back to 2006 and on the ls spine on (B)(6) 2008. An image provided notes what appears to be filter fractures. The device remains implanted in the patient; therefore it is not available to be returned for analysis. A device history record (DHR) review could not be conducted as a lot number was not provided. An image provided notes what appears to be filter fractures. The reported filter fracture was confirmed through review of images received. The exact cause could not be determined. Based on the information available for review a clinical determination as to the contributing factors could not be made. Filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. However, reports of adverse clinical sequelae from filter fractures are rare. Based on the information available, there is no indication of a design or manufacturing related cause for this event; therefore, no corrective action will be taken.